Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that were was a communication problem and an implantable neurostimulator (ins) overdischarge was suspected. The patient reported that he was taking care of his parents and he kind of let it go, and now he couldn't recharge. The last time any stimulation was felt was three to four months ago. The last successful recharging session was two to six months ago. When the patient tried to charge in march he received the regular recharge screen but it didn't seem to advance. About one week ago he tried to recharge again but wasn't able to get the recharge screen, but didn't remember what screen he received. The patient reported that he believed he got the poor communication screen on the programmer as well. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additionally, the consumer reported that his ins was dead and he met with a rep and they tried to do a pmr on it and couldn't get it to recover. The patient was supposed to get the ins replaced but got a chest infection. The surgery has been rescheduled for (B)(6) 2015. He was working with two ladies, but didn't know their names. He hasn't heard back from them on if they can make the surgery date. He wanted to make sure they are bringing the new MRI compatible product. If additional information is received, a supplemental report will be submitted.